Event description:
Per distributor the customer was receiving a no delivery message on display with no audible tone. Troubleshooting was performed. The audible tone was not able to be heard. Device was not dropped, bumped, or exposed to moisture.